Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral ring was implanted and explanted during the procedure. It was reported that the ring failed to address the patient's issue due to the native tissue (leaflets). A bioprosthetic mitral valve was successfully implanted. No additional adverse patient effects were reported.